Manufacturer narrative:
(B)(4). The reported complaint of iab tight over guidewire was confirmed based upon the investigation of the sample received. The customer returned a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a clear plastic bag (inp-1, inp-2). Upon return, the one-way valve was tethered to the short driveline tubing (inp-5). The supplied 40cc inflation driveline tubing was noted connected to the short driveline tubing (inp-4, inp-5). A non-teleflex short arterial pressure tubing was connected to the iabc luer end (inp-4, inp-5). The bladder was fully unwrapped (inp-6). Multiple bends were noted to the central lumen at approximately 73.9cm, 74.5cm and 76.5cm from the iabc distal tip (inp-7, inp-8). The central lumen was consistent with a flattened appearance at the location of the bends. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some dried blood was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 73.9cm, 74.7cm and 76.5cm from the iabc distal tip, which are the location of previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 8.8cm, 10.7cm and 11.2cm from the iabc luer, which are the location of previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bends/flattened central lumen. The root cause of the complaint was not conclusively determined. A potential root cause determined was customer handling. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "they removed the first iab that would not thread over the packaged wire, used a new 40cc rediguard and had the same trouble threading over the wire, but this time used a 022 coronary wire to thread the iab in. Facetimed with the ICU rns and dr who described that the packaged 025 wire was not threading from the proximal tip or from the distal entrance of the central lumen. After placing the second 40cc rediguard, they could not get an arterial pressure reading from the central lumen. We discussed arterial line management, I had them aspirate from the central lumen, there was no blood return present. Informed them, the central lumen is possibly clotted and the next best arterial source is a radial arterial line. They only had a femoral line, I suggested they can use that and place a radial because the femoral can lead to poor timing. Physician stated the patient recently had a CABG and they used radial grafts, I concluding by saying if they can place a radial arterial line in the unaffected limb, it would be optimal. Lastly we checked timing and the patient was timed appropriately". No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2023-00596.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "they removed the first iab that would not thread over the packaged wire, used a new 40cc rediguard and had the same trouble threading over the wire, but this time used a 022 coronary wire to thread the iab in. Facetimed with the ICU rns and dr who described that the packaged 025 wire was not threading from the proximal tip or from the distal entrance of the central lumen. After placing the second 40cc rediguard, they could not get an arterial pressure reading from the central lumen. We discussed arterial line management, I had them aspirate from the central lumen, there was no blood return present. Informed them, the central lumen is possibly clotted and the next best arterial source is a radial arterial line. They only had a femoral line, I suggested they can use that and place a radial because the femoral can lead to poor timing. Physician stated the patient recently had a CABG and they used radial grafts, I am concluding by saying if they can place a radial arterial line in the unaffected limb, it would be optimal. Lastly, we checked timing and the patient was timed appropriately". No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2023-00596.

Event description:
It was reported that "they removed the first iab that would not thread over the packaged wire, used a new 40cc rediguard and had the same trouble threading over the wire, but this time used a 022 coronary wire to thread the iab in. Facetimed with the ICU rns and dr who described that the packaged 025 wire was not threading from the proximal tip or from the distal entrance of the central lumen. After placing the second 40cc rediguard, they could not get an arterial pressure reading from the central lumen. We discussed arterial line management, I had them aspirate from the central lumen, there was no blood return present. Informed them, the central lumen is possibly clotted and the next best arterial source is a radial arterial line. They only had a femoral line, I suggested they can use that and place a radial because the femoral can lead to poor timing. Physician stated the patient recently had a CABG and they used radial grafts, I concluding by saying if they can place a radial arterial line in the unaffected limb, it would be optimal. Lastly we checked timing and the patient was timed appropriately". No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2023-00596

Manufacturer narrative:
(B)(4).